Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: the complaint of a power issue was reported to occur on (B)(6)2019. Due to continued use, the black box data for the event was no longer available. The black box contained dates from (B)(6)2019 to (B)(6)2019 with no evidence of power loss or rebooting. The returned battery cap was undamaged and secured to the pump; the battery cap contacts were within specification. The pump was exercised for 12 hours and no power issues occurred. The pump cover was removed and no evidence of internal moisture or intermittent power connections were found. The complaint of a power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to the battery compartment or battery cap alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.